Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reap1815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC "pulled out some". New PICC was placed.